Event description:
It was reported that a home pd system kaguya set leaked. This occurred during preparation of the device for peritoneal dialysis (pd) therapy. The leak was further described as ¿leak from around the door for the disposable set¿. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information was added to d9, h3, h6 and h10. H10: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing including underwater pressure testing was performed and no abnormality was observed. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.